Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that during an intubation for dental surgery the customer had to use three (3) tubes on the one patient, each time there were leaks. The balloon had always been checked beforehand. The leak came directly from the blue tube. The customer did leak tests in water to see and discovered a small hole in the tube and not in the balloon on each one. Throat edema was also noted from the reporter. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Other, other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. No lot number was provided for performance of a device history record review. (H6c, h6d, h6e)